Event description:
It was reported to target that the physician had a problem with the gdc coil. It was discovered during the analysis on 4/7/98 that the gdc had detached, thus making this complaint a MDR. This occurrence was of no consequence to the pt's hlth.